Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. No log files were submitted for review. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) with no further events of arrythmia reported. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The IFU section 1 lists adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was stable and no further arrythmias reoccurred.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2025 to (B)(6) 2025. The patient presented with torsades and was shocked five times from their implantable cardioverter-defibrillator (ICD). The patient was treated with manual defibrillation, was increased amiodarone and was started on mexiletine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.